Event description:
The emergency backup battery (ebb) had been disconnected and reconnected and the alarm resolved. The patient performed a self-test to clear the alarm too. The alarms returned after some time.

Manufacturer narrative:
Section a2 - patient age not provided manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. Additional information provided communicated that no log files were available for review and that no products would be returned for analysis. It was also noted that the alarms were resolved by performing a system controller self-test and reseating the backup battery. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2018. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced several backup battery fault alarms on their system controller over the past couple of weeks. The decision was finally made to exchange their system controller.